Event description:
Patient undergoing conditioning chemotherapy in anticipation of stem cell transplant. The patient underwent placement of bilateral double lumen tunneled central venous catheters via right and left internal jugular veins. Both lines were functional for approximately two weeks. At that time, the right double lumen hickman was noted to infuse without difficulty, but blood could not be drawn off the line. The nurse attempted to flush the line. When flushing began, the line "popped" and a hole was noted. The line was clamped and subsequently removed.